Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was symptomatic and experienced lightheadedness. The ventricular lead exhibited noise.